Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully, though some resistance was felt while moving the slider switch. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any deployment state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed kinking of the flush lumen. Additionally, an excess of flush lumen was noted. The reported clinical observations were confirmed by the analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2024. It was reported that during preparation for a procedure a farawave pulsed field ablation catheter was in use. The catheter was unable to be flushed through the flush port due to block in the lumen. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. However, analysis of the retuned device revealed kinking of the flush lumen, which likely caused the flushing difficulties.